Event description:
It was reported that approximately 121 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and debilitation, moderate effusion, loosening of femur, severe femoral osteolysis, severe wear of polyethylene liner and patella. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implants. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: 2349551 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2.5t 2625362 02-010-01-0335 - logic femoral ps cem right sz 3.5 2820573 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm 2859364 204-70-00 - tibial stem ext. Screw 2886434 02-012-35-3509 - logic tibia ps mod insrt sz 3.5 9mm 2927197 204-34-02 - fluted stem extension 25l x 14 mm 2927225 204-34-02 - fluted stem extension 25l x 14 mm 2966384 02-012-45-3525 - lgc tibial fit tray cem sz 3.5f / 2 2981092 204-70-00 - tibial stem ext. Screw the device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported in (B)(4) cannot be confirmed from the information provided but may be the result of femoral loosening and prosthesis wear or due to inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.